Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalized and eventually shifted to intensive care unit on (B)(6) 2024 due to bent cannula which results into hyperglycemia. The blood glucose level was 1088mg/dl and the patient got treated with intravenous and fluids of saline and insulin. The trace ketones were found to be high. The health care professional informed that patient is in stage 4 kidney failure due to high billd glucose event and had stage 2 kidney failure previous to the hospitalization. The patient was released from the hospital on (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.